Manufacturer narrative:
A follow up report will be submitted upon completion of the investigation.

Event description:
The customer that a low leak-co2 rebreathing risk alarm occurred while he was performing the performance verification oxygen accuracy test. There was no patient involvement.

Manufacturer narrative:
The gas delivery system was returned for further investigation and no issues were found.

Manufacturer narrative:
Updated.